Manufacturer narrative:
At the time of this report, the unit had not been returned for eval. Once the unit is received and the eval is completed, a f/u report will be submitted.

Event description:
It was reported that the unit switched spontaneously between cut and coag, then would not recognize reinsertion of the hand piece (no error codes displayed) additionally there were grounding pad issues. No injury to pt reported, the case was completed when malfunction occurred.